Event description:
The target lesion was the left main trunk. The vessel was a restenosed (details unk), eccentric, tubular, ostial, bifurcated but not calcified lesion. The diameter of the vessel was 3.35 mm and the lesion length was 9.15mm. Pre-procedure stenosis was 76%. Aha/acc classification of the vessel was a type b2. It was an emergent case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.5/20mm) at 6atm. Inflation time was unk. Cypher (3.5/18mm: study target/complaint product) was implanted at 15atm within 15 seconds at the target lesion. Post-dilation was conducted with a balloon (3.5/20mm) at 17atm. Inflation time was unk. Timi flow before and after the procedure was 3. The residual % of stenosis was 22%. At the same time, the distal circumflex was also treated as clinical study. The target lesion at distal circumflex was an isr (product unk), concentric and tubular lesion. To treat distal circumflex, cypher (3.0/18mm: study target product) was implanted at 18atm for 16~30 seconds by direct stenting. Post-dilation was not conducted. The % of stenosis before the procedure was 76% and 13% after the procedure. Ivus was conducted. There was no problem regarding the products and the procedure. Two years and five months after the index procedure, follow up cag was conducted and focal restenosis was observed in the middle of the implanted cypher at left main. There was 90% restenosis. The patient didn't show any symptoms. Two weeks later, to treat the restenosis, cutting balloon was conducted. The residual % of the restenosis was 25%. Procedure details were all unk. There was no problem regarding the cypher at the distal circumflex.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.